Event description:
The customer reported to olympus that the evis exera lll gastrointestinal videoscope had reduced angulation. The issue was observed during reprocessing. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the nozzle and the air/water channel both had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water supply volume did not meet the standard value, the grip had a scratch, the suction cover had a scratch, the lock engagement knob had a chip, the up/down knob had a chip, the forceps channel port had a dent, the scope connector cover unit had a scratch, the scope connector had a scratch, the plug unit was damaged, due to a pinhole on the bending section cover rubber the water tightness was lost, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the plastic distal end cover had a crack, the light guide lens had a chip, and the connecting tube had a dent.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.